Event description:
It was reported by service report that the pt right siderail would not latch in the upright position due to a broken spindle spacer. No pt involvement or adverse consequences are reported.